Event description:
The customer obtained a non-reproducible falsely elevated vitros trop I es result for one patient sample while using the vitros 5600 integrated system analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The original result was reported to the clinician, and a corrected report was issued. There was no allegation of harm to the patient as a result of this event. This report corresponds to ortho clinical diagnostics, inc. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible false positive vitros trop I es result occurred while using the vitros 5600 integrated system analyzer. An ocd field engineer performed maintenance and adjustments to multiple analyzer subsystems, and performance tests verified that the system was operating as expected. The investigation also confirmed that the sample involved was not processed in accordance with the tube manufacturer's recommendation. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. A definitive root cause could not be determined. However, pre-analytical sample processing or an analyzer related event cannot be ruled out as contributing factors.